Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
Per new information provided on (B)(6)2020. , the following sections have been corrected d4 - serial no changed from (B)(6) to (B)(6). D4 - expiration date changed from 1/6/2021 to 5/4/2021. D4 - unique identifier (UDI) # changed from (B)(4). To(B)(4). H4 - device mfg date changed from 7/6/2019 to 11/4/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod on the arm between 36 and 48 hours. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by applying a new pod and bolus.